Event description:
Customer reported an issue with the spectrum monitor, which may have affected pt monitoring. No pt injury was reported.

Manufacturer narrative:
Company representative evaluated the unit and could not duplicate the reported error messages. As a preventative maintenance, the cpu board was replaced. The unit was calibrated and safety tested to factory's specifications.